Event description:
The customer reported seeking medical assistance with removal of a flex disc. Customer was unsure if the disc was disposable or reusable. Customer stated the doctor removed the product with hands and tools were not needed. Customer did not respond to follow up attempts so further info is unavailable. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.